Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient called animas on (B)(6) 2012 stating that she changed the infusion set/site on (B)(6) 2012, but did not perform the prime step on the pump. The patient stated that she does not manually prime and primes the infusion set only through the pump function. The patient reported her blood glucose (bg) elevated to 539 mg/dl without symptoms of hyperglycemia. The patient stated that she administered a correction bolus of insulin. The patient stated that prior to the elevated bg event, she had changed the site set. The patient reported she disconnected from the pump and then the cartridge was filled, and a rewind was performed and the cartridge placed in the pump. The patient reported attaching the cartridge cap and the load step was performed. The patient stated that 5 drops of insulin came out of the tubing. The patient stated that fill cannula is completed after reattaching to the pump. The patient did not complete the prime step and did not receive any insulin from the pump until after the tubing had filled with insulin. This complaint is being reported because customer support determined that the patient's hyperglycemic episode was caused because the patient did not prime the pump after changing the site/set. No malfunction of the pump was indicated.